Manufacturer narrative:
No product has been returned for investigation, however a review of a radiographic image confirmed the reported event. Labeling review: "all lock screws should be final-tightened with the counter-torque and torque t-handle. Do not final tighten through compression instruments in the set, as the rod may not be able to normalize to the tulip. Be cautious not to over compress or distract as you can loosen the screws in the spine and potentially pull out the screw. The bulleted portion of the nose of the rod and the faceted portion of the rod (where the inserter locks down on the rod) must extend fully outside of the most inferior or most superior tulip on the construct. The set screw cannot be locked down on this unusable portion of the rod, as this may compromise the stability of the construct..." "Compatibility: do not use reline system with components of other systems than armada system. Refer to the armada system instructions for use for a list of the armada system indications of use. Unless stated otherwise, nuvasive devices are not to be combined with the components of another system..."

Event description:
Post operatively patient experienced a set screw back out. On (B)(6) 2017 patient underwent a four level thoracic lumber interbody fusion to place screws at levels l2, 3, 4 and 5.